Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.

Event description:
This is an international report of a transfer set was missing in the carton. The carton was reported to be in good condition, but when the customer opened the carton, it was found that a piece of the transfer set was missing. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.